Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis

Event description:
It was reported that during a gastrectomy procedure, the device would not staple, but cut. The stapler worked normally with the first four reloads. The surgeon used a fifth reload, and the stapler cut but didn't staple. The surgeon used a sixth reload and the same issue occurred. There was important bleeding (unknown quantity). The surgeon used a competitor's device to complete the procedure without further incident. The operation completed successfully. The incident caused serious bleeding unknown quantity without the need for transfusion. The surgeon removed a staple line damaged by the incident and replaced it with manual sutures. To complete the procedure, he used a stapler from the competition without further incident. The patient was transferred to a service for enhanced surveillance.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.